Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and diaphragmatic stimulation post operatively. It was also reported by the patient that they experienced "little bumps in their chest". High thresholds and no capture were noted on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.